Manufacturer narrative:
Occupation was lay user/patient the suspect product was requested to be returned and the replacement product was sent. All test strips were discarded by the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial # (B)(4) compared to a laboratory using an unknown analyzer and reagent. The result on the meter was 4.0 inr taken at 3:30 pm. The result from the lab was 3.0 inr taken at 4:00 pm. The therapeutic range was 2.5-3.5 inr. The patient's testing frequency was every other week.